Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the staple formation was complete at first fire. It was formed incompletely at second fire. Then, it could not fire when attempting to perform the third fire. It is unknown how the procedure was completed. Patient consequence was not reported.